Event description:
It was reported that balloon ruptured. The 100% stenosed target lesion area was located in a moderately tortuous and severely calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endovascular therapy. During the procedure, it was noted that the balloon ruptured at 10 atmospheres upon the first inflation. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.